Event description:
It was reported invalid impedance measurements were observed for all contacts on the patient's ((B)(6)) lead. Surgical intervention was undertaken to address this issue. Intraoperative testing confirmed the impedance issues and sharp bend was seen in the lead at the anchor site. The patient's lead was replaced and effective stimulation was recaptured.

Manufacturer narrative:
Results: the complaint of "invalid impedance" was confirmed. The returned lead had a kink with broken wires 14.5 cm distal to the stimulation end. A cam impression, consistent with the use of a swift lock anchor was also observed. When the swift lock anchor was aligned to the cam mark, the location of the broken wires corresponded to the distal end of the anchor. Functional testing revealed that all of channels failed continuity. As the outer tubing was not breached, the damage observed is consistent with overstress the lead incurred at the distal end of a swift-lock anchor while it was implanted. The locking mechanism of the swift-lock anchor functioned as designed despite damage to the silicone over mold of the proximal suture hole. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.